Event description:
It was reported that there was blood leak from the dialyzer header connection and dripping on to the floor during patient treatment. An estimated of 2ml blood was loss. No patient adverse event was noted as a result of this incident.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The cartridge was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.